Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the rubber on the keypad is peeling off from the top and there are tears on the keypad, on top of the arrow buttons. Issue started happening about 2 months ago and getting progressively worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/20/2013 with the following findings: the keypad cover was found to be peeling from the top of the contrast key. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the contrast button was completely unresponsive. The ok button responded appropriately to button presses. There was evidence of contamination found under the up arrow, down arrow and ok key contacts; the contrast button contact was found to be missing. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and found to function properly.